Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump determined it was used to infuse clonidine (800.0 mg/ml, 227.59 mcg/day) and dilaudid (3.414 mg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving dilaudid and morphine (12 mg/ml, unknown dose) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was alarming/beeping. There were no known environmental/external/patient factors that may have led or contributed to the issue. They interrogated the pump and found it had a motor stall with subsequent recovery. The pump was completely explanted and replaced, was in the rep's possession, and would be returned to the manufacturer for analysis. The issue was resolved, and the patient status was 'alive - no injury.' There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.